Manufacturer narrative:
(B)(4). The type and cause of regurgitation/insufficiency can vary depending upon multiple factors. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eleven (11) years, eight (8) months post-implantation of this 27mm bioprosthetic aortic heart valve (implanted into the tricuspid position), a 26mm transcatheter valve was deployed (valve-in-valve) due to pulmonary insufficiency. The patient was reported as doing well. No additional details were provided.